Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned meter casing is cracked, however this defect did not affect product performance. The returned product performed within specification. No performance failure detected.

Event description:
Caller indicated the assure 4 meter was giving high readings. Caller stated that the meter is reading 'hi' in every person they use it on. She stated that she retested with another meter and the resident tested at 125mg/dl. This same type of issue happened with more than one resident. The same bottle of strips worked fine with another meter. Controls tested within range. Replacing meter.